Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "symptoms of burns on the right upper limb". Healthcare professional additionally noted intracapsular cracking with extracapsular leakage and stage ii shell on the right side". This relates to the right side. Device has been explanted and replaced.